Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% target lesion was located in the moderately tortuous shunt vessel. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, balloon ruptured at nominal pressure on the first inflation. The procedure was completed with another of the same device. No patient complications were reported.